Event description:
Adverse event for (B)(4). Follow-up on this adverse event site got back to us with additional information. For this patient, only the expedium pedicle screw system hardware was removed and replaced. The proti interbody fusion device was not removed during the re-operation and debridement surgery performed 2.5 months post-operatively and the patient went on to fuse with that original interbody fusion device. The adverse event was really reported for expedium. (B)(4) in the retrospective lumbar fusion registry arm. This patient was a 78 year old female that underwent a tlif at l5-s1 with the proti concorde bullet interbody fusion device, allograft bone chips, vivigen viable cell bone matrix and the expedium pedicle screw system. At 2 months post-operative the patient had an adverse event. The patient had a deep abscess-sepsis at the lumbar spine (clinical diagnosis was lumbar infection). It was a single episode, moderate in severity, and was life threatening. This event was unanticipated with a probable relationship to the proti 360o¿ concorde® bullet interbody fusion device. Hospitalization was required but the subject recovered without sequelae. As part of treatment the subject underwent additional MRI, blood work and blood culture, pain medication and antibiotics. 2 weeks following the onset of the adverse event (so 2.5 months total post-op) the patient had re-operation and de-bridement surgery. I'm reaching out for more details on the surgery to know if the interbody fusion device was removed or not. Please note the multiple products that were involved with the surgery. Any one of them could have been associated with the infection. Here is the complete data I have for this patient at this time. 78-year-old female, overweight, allergies, anxiety/depression, hypertension, hypothyroidism, osteoporosis, osteopenia. Diagnosed with spondylolisthesis, back and leg pain (leg pain greater than back pain). Underwent tlif at l5-s1 with the proti 360o¿ concorde® bullet interbody fusion device (short (9mmx23mm), lordotic (5°), 10mm height) with allograft bone chips and vivigen viable cell bone matrix and depuy synthes expedium pedicle screw system. Post-operative treatment: physical therapy (once a week for 3 weeks). Pain medication: tylenol (500-1000mg as needed), oxycodone (5-10 mg as needed). Subject was compliant with post-operative instructions. At 6 weeks following surgery the subject had not returned to normal activity: no bending, lifting 10 pounds, twisting x 6 weeks after surgery. Subject to ambulate daily (goal of at least 30-60 minutes a day by 6-week post operative). At 5-months post-operative subject was not compliant with post-operative treatment (not doing prescribed physical therapy). At 5 months post-operative subject had extremity motor sensory and reflex deficits on the right side (lower extremity): motor strength iliopsoas 4/5 quadricep 4/5. Subject had no motor, sensory, or reflex deficits by 10 months post-operative. At 2 months post-operative the subject had an adverse event. The subject had a deep abscess-sepsis at the lumbar spine fusion (clinical diagnosis was lumbar infection). It was a single episode, moderate in severity, and was life threatening. This event was unanticipated with a probable relationship to the proti 360o¿ concorde® bullet interbody fusion device. Hospitalization was required but the subject recovered without sequelae. As part of treatment the subject underwent additional MRI, blood work and blood culture, pain medication and antibiotics. 2 weeks following the onset of the adverse event (2.5 months post-op) the patient had re-operation and de-bridement surgery. Subject returned to normal activity 5-months post-operative. Spine precautions lifted at this time. Subject instructed to progress activities as tolerated. Pre-operative vas pain was 50 for back pain, 60 for right leg pain, and 60 for left leg pain. 6-week scores were 50 for back pain, 70 for right leg pain, no left leg pain. 3-month scores were 70 for back pain, 70 for right leg pain, 70 for left leg pain. 5-month scores were 40 for back pain, 70 for right leg pain, and 70 for right leg pain. 10.5-month scores were 30 for back pain, 70 for right leg pain, 70 for left leg pain. 21-month scores were 20 for back pain, 80 for right leg pain, 80 for left leg pain. Pre-operative odi was 32. 6-week score was 34. 3-month score was 53.3. 5-month score was 34, 10.5-month score was 40. 21-month score was 35.6. Subject fused at 21 months post-operative with grade 3 graft incorporation. Note: patient had prior fusion at l4-l5. At the 21 month follow-up that fusion was noted to be fused with grade 2 fusion (incomplete graft incorporation). The interbody fusion device was not a proti interbody fusion device.